Event description:
Reporter alleged obtaining a result of 7 mmol/l on aviva system 1 compared back to back with a result of 23 mmol/l on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter declined to send back the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.